Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. According to the information provided, the patient underwent a initial left shoulder resurfacing hemiarthroplasty. Approximately 4 year(s) and 20 day(s) post-operative. The patient underwent a revision to standard reverse with preserve stem. The devices were not returned for evaluation, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 4 year(s) and 20 day(s) post-operative of an initial left shoulder resurfacing hemiarthroplasty, it was reported via clinical study that the patient underwent a revision to standard reverse with preserve stem. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 312-01-02 - resurfacing cage, 30mm: (B)(6), 312-01-50 - resurfacing humeral head 50mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.